Event description:
It is reported that a customer received a no delivery form her insulin pump. The customer's blood glucose level was unknown. The customer states they had a bent cannula once before and feels this time it is the actual pump that is malfunctioning. The customer requests a new insulin pump. The customer was offered a loner pump but the customer declined. The customer had to leave the conversation because they were late for a meeting, but she was advised to call back so they can trouble shoot the insulin pump. No further information was provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.